Event description:
It was reported that during a normal follow-up, externalized conductors were observed via diagnostic imaging. The patient was asymptomatic. Electrical function was tested and no anomalies were detected. Monitoring will continue.